Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Started running down my throat [foreign body in throat]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a female patient who received double salt dental adhesive cream (poligrip cushion comfort) cream (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started poligrip cushion comfort. On an unknown date, an unknown time after starting poligrip cushion comfort, the patient experienced foreign body in throat (serious criteria gsk medically significant) and product complaint. On an unknown date, the outcome of the foreign body in throat and product complaint were unknown. It was unknown if the reporter considered the foreign body in throat to be related to poligrip cushion comfort. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received via call center representative on (B)(6) 2021 and consumer reported, "dear sir or madam ,being in my mid 'I have a great need for denture grip and I am afraid this product does not come up to the standards that it gives on the packet. First of all the grip barely lasting two hours that is noway all-day. Soon after application the product turning into a nasty goo which afraid to say started running down my throat. Complete waste of nearly four pounds. Being large company with so much experience tell me one of your products that really work." Additional information was received on 12 jul 2021 from quality assurance (qa) department regarding complaint (B)(4). This review also verifies that all test results meet specification requirements. As with any product, it is expected that the consumer may have different experiences based on various individual factors like the fit of the denture and the oral anatomy of the denture wearer, that may determine the performance of the denture adhesive. Please be assured that this complaint has been logged, will be indicated in the manufacturing site metrics and will be brought to the attention of all relevant site personnel as part of the complaint review process. Based on the above I now wish to consider this complaint closed. Please revert should you require any further information. Complaint was concluded as unsubstantiated. Additional information was received on 12 jul 2021 from quality assurance (qa) department regarding complaint (B)(4). No sample was returned for this complaint, also batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. Complaint was concluded as inconclusive. Non significant follow up information was received on 15 jul 2021 from the reporter.